Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the pump black box showed the pump rebooted at the time of the alleged overheating event reported on (B)(6) 2017. The black box verified that the voltage levels were steady with no evidence of a sudden voltage drop prior to the pump reboot. A visual inspection of the pump showed a crack in the battery compartment. The battery was not returned with the pump. There was no evidence of moisture observed in the battery compartment. During investigation, the electrical current draws were found to be within specification. The pump was exercised for a minimum of 24 hours with the user¿s pump settings; no overheating occurred during testing. The original allegation of a temperature issue was not able to be confirmed or duplicated during investigation, however, the allegation of damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.